Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#5108403): 1) the products of this batch were assembled at intima ii auto line 2 in may 2025 and packaged at r240 package line in may 2025. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the extension tubing batches used in this batch of products are 5080026 and 4358977. Review the raw material inspection records, no abnormalities. 2. The customer returned one video but did not return the complaint unit. The video shows liquid seeping out of the extension tube, but the damage condition of the extension tube cannot be identified. 3. Leakage test a retained sample of this batch, the test qualified, no leakage was observed at the extension tubing. 4. Cause analysis: 1) during the production and assembly process, assembly gripping jaw wear or poor alignment may cause damage to the extension tubing in this part, resulting in leakage. 2) when the extension tubing is pinched to one side and not centered in the pinch clamp, the extension tubing may be damaged, resulting in leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned video shows leakage at the extension tubing. The root cause of this defect cannot be determined, as no abnormality is found in process and retained sample, no similar complaints have been received from other hospitals about this batch of products, and the complaint unit was not received for examination. The plant will continue to monitor this type of defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On the morning of (B)(6) 2025, the nurse punctured the patient's cannula according to the routine operation, fixed properly and then connected to the fluid found that the fluid leaking from the hose, so he gave the patient a good explanation to calm down, and was removed from the needle, replaced with a qualified cannula to re-position the tube, the infusion of fluids went smoothly.